Event description:
It was reported that the blood pump rotor assembly ¿popped out¿ on a 5008x machine during a patient¿s hemodialysis (hd) treatment. The machine alarmed with a ¿blood pump rotor not working¿ message as the 5008x was filling the arterial side of the bloodline, immediately upon initiation of treatment. It was confirmed there were no problems during the priming. There was no indication that there was anything wrong with the blood pump prior to the alarm. The blood pump appeared to have "popped out" further than it should have been, compared to the substitution fluid pump. It was unknown how this may have occurred. The blood pump was confirmed to be in place when treatment was initiated. The patient¿s blood was not able to be reinfused; the event resulted in approximately 35 ml of blood loss. The patient did not experience any adverse effects or require medical intervention as a result of the blood loss. Following the termination of treatment, the patient was not re-setup with new supplies. The facility did not want to bring out a back-up machine, and the patient was supposed to be finished with their treatment shortly as they were already relocated to this machine due to an operator error that occurred while using the first machine. The machine was removed from service for evaluation and moved to the back room. The biomedical technician pushed the blood pump rotor assembly back into place, and this resolved the problem. The machine did not require any additional repairs.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.